Event description:
A baxter service technician reported an infusion pump with a failure code 812:02 found during service. Additional information from the account revealed the failure on the pump occurred during a setup of the pump and not during infusion on the patient. No record of any incident reports on this pump since the last baxter service event.